Event description:
The patient reported that during their first vns implant the patient was taken back to surgery same day as implant surgery due to a hematoma. A review of device history records for the implanted generator and lead show that no unresolved non-conformance's were found. Both the generator and lead met all specifications for release prior to distribution. No other relevant information has been received to date.